Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they cleaned and reseated the cable and connector for the motion control board on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, the gantry of the imaging system was not able to open and close. Additionally, motion vertically was not possible when the issue was reported. Restarting the system did not resolve the reported issue. No additional information was provided. There was a reported delay to the procedure of more than 1 hour due to this issue. Though navigation and medtronic imaging were aborted, there was no impact on patient outcome.